Event description:
It was reported to the company that patient reportedly experienced sound quality issues with his device after bumping his head. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed the device was not functioning. Surgery to explant patient's device will be scheduled.